Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) stated eventually that they were unsure and may have accidentally turned off the stimulation by mistake. Then this, coupled with the activity graph showing lower than expected usage, answered why the ins was not depleting as it was not actively providing stimulation. The issue was considered resolved and has been confirmed by the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Rep said the pt had been noticing their ins was remaining at 100% for the past week or so and was not depleting even though the controller said "stimulation is on." Technical services (tss) had rep look at the stimulation use graph and graph showed ins was not turned on for the past week or so. Charge interval showed 4.3 days. Tss had rep turn therapy off on tablet and then connected with controller and controller reflected therapy off accurately. Tss suggested pt education around therapy on/off and suggesting pt monitor issue.